Event description:
The customer called the philips response center (rc) and reported that the device ready for use indicator (rfu) was indicating red x and displaying 'service required'. There was no patient involvement. The customer later added that the device is a spare device and was found with the rfu solid red x with periodic chirp. The customer reported that the device was displaying the inop 'shock equip malfunction'.

Event description:
The customer called the philips response center (rc) and reported that the device ready for use indicator (rfu) was indicating red x and displaying 'service required'. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.